Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of throat infection, deemed not related to the device but is considered an unexpected adverse drug experience.

Event description:
Health professional reported injecting a patient in the cheeks with juvéderm® voluma® with lidocaine and in the lower face with juvéderm® volux¿. Following a non-device related event of ¿throat infection,¿ the patient had ¿hardness and swelling¿ in the right jowl. The event resolved without treatment. The patient then presented with ¿redness and swelling¿ at the angle of the mandible, with no reaction to the cheeks. This is the same event and the same patient reported under MDR ID# 3005113652-2021-00205 (allergan complaint # (B)(4)). This MDR is being submitted for the first suspect product, juvéderm® voluma® with lidocaine.